Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a crack on the lcd screen which rendered the display unreadable. The patient's blood glucose at the time of incident was 230 mg/dl. The customer did not recall bumping or dropping the device. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. However, the insulin pump is out-of-warranty and the device was not returned or replaced.